Manufacturer narrative:
The biomed replaced the data acquisition to motor controller cable to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient , but there was no patient harm reported.